Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue. It was found that both display wires were pinched and the insulation was not compromised.

Event description:
It was reported that the external pulse generator (epg) atrial sensitivity was high. The epg has been returned for service. There was no patient involvement.